Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that catheter was not recognized and a dark image occurred. During preparation for percutaneous coronary intervention (pci) outside the patient, opticross was not recognized when connected to the motor drive unit and the image remained dark. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint assembly.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. Examination of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the proximal end. There was an open hole at the sheath lap joint assembly. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The ccp board pins appeared normal and a good click sound was heard during insertion into the mdu system. The unit was correctly recognized by the imaging system when plugged into the mdu during functional testing. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core or drive shaft was broken at the hub. Due to this, the whole imaging core assembly cannot be pulled out for inspection. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).